Manufacturer narrative:
Findings: a64 alarm during self test due to faulty y1 on rfb. No auto off alarm anomaly during testing noted. Pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. (B)(4)

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was offered assistance with trouble shooting but the customer declined. The pump was sent back for analysis and a replacement pump was sent to the customer. No further information was provided.